Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported high and low blood glucose levels, and feels that the insulin pump is not calculating the bolus amount correctly. The customer was unable to troubleshoot at the time of the call, and stated she would call back. Nothing further was reported.